Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (pulse current/voltage fault flags, service code 105) has been confirmed. Upon investigation the monitor was unable to complete detect and treat testing. The cause was isolated to the defibrillator pca and computer/analog board, where high voltage travelled to low voltage circuitry, shorting and thermally damaging multiple components on the pcas. The root cause for the high voltage travelling to low voltage circuitry could not be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported monitor was displaying a service code 105 and pulse current/voltage fault flags.